Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a vascular grafting procedure on (B)(6) 2019 and suture was used. The suture broke mid length while suturing. The broken suture was removed and the graft was resewn. There were a fifteen minute delay in the procedure. No fragments were generated. The suture was discarded. There were no patient consequences reported.